Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for calcium (ca2) on a cobas 8000 c 702 module. The initial result was 19.91 mg/dl. The repeat result was 9.17 mg/dl. The sample was repeated on a different c702 module with a result of 9.63 mg/dl. The repeat from the different c702 module was 9.48 mg/dl. This result was believed to be correct. The questionable high result was not reported outside of the laboratory.

Manufacturer narrative:
The ca2 reagent lot number was 71725901 with an expiration date of 30-jun-2024. The field service engineer (fse) found the main water supply pressure was too high and the dispense volumes were too low. The fse adjusted the main water supply pressure and rinse dispense volumes to specification. Probe alignments and gear pump head pressure were checked and surfaces were inspected for leaks or clots. A 20-cup precision was run; calibration and qc were acceptable. Calibration was last performed on (B)(6) 2023 and was acceptable. "Abnormal aspiration", "sample foam detection", and "sample clot detection" errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The service actions resolved the issue.